Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: aw channel. Cfu: unknown. Bacterial identification: staphylococcus hominis. Sampling from: insertion section. Cfu: unknown. Bacterial identification: staphylococcus epidermidis. Sampling from: forceps channel, suction channel. Cfu: unknown. Bacterial identification: pseudescherichia vulneris (blood agar/macconkey). The device was evaluated and no abnormalities were identified that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus ess visited the user facility on (B)(6) 2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination of klebseilla. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.